Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi did receive the iesu involved with this complaint and the reported failure was confirmed using remotefe to see there was various hard faults occurring including the reported m-02. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the unit cauterized/recognized all ports/instruments. Upon visual inspection, the erbe's cover had scratches mostly to the left side cover. In addition, the bezel had a deep scratch to the bottom right corner. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was potentially attributed to electrical and fiber optics defects. The issue can be resolved by replacing the erbe.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe generator was giving m-02 errors. Customer switched to a third-party generator and are proceeded with the case as planned. The procedure was completing as planned with no reported injury.